Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the proximal circumflex with moderate tortuosity and moderate calcification. Pre-dilatation was performed, and an attempt was made to advance the 2.75 x 23 mm xience v stent delivery system (sds), but the device could not advance to the lesion. The sds was removed, and it was observed that the stent was loose on the sds balloon. A new 2.75 x 23 mm xience v stent was used successfully to treat the lesion. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation cath: tazuna 2.0 x 15 mm. Guide wire: runthrough floopy. Guide cath: brite tip. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and resulted in the stent becoming loose on the balloon as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no lot specific product quality deficiency.